Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised patient to use the smart device's bluetooth settings to forget other bluetooth devices, turn off/on bluetooth, close all applications and reopen the g5 mobile application, which was successful. Dexcom representative advised patient to not use several other paired bluetooth devices for 24 hours to confirm if those devices could be causing the loss connection on the g5 mobile application. No additional patient or event information is available.